Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was retained by the medical facility and will not be returned.